Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and noise that was oversensed. The noise was recreated via isometrics but did not lead to any pacing inhibition. A chest x-ray was obtained and revealed a lead fracture in the clavicle area. Clavicular crush was suspected and this lead was explanted and replaced during a revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted deformed conductor coils. Detailed analysis of the deformed coils revealed an outer conductor coil break approximately 207 millimeters from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.